Event description:
A positive advia centaur troponin ultra patient result was reported to the emergency room physician. Upon re-test on the same instrument, the troponin result was still positive. The same sample was re-tested on a different instrument and the troponin result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to the wash 1 sensor being out of calibration. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.